Event description:
It was reported that cartridge alarms 20 and 30 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump.